Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining eleven clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip scissored when applied to cystic duct. The clip on the specimen side appeared to be scissored only at the tip of clip with cystic duct in middle. This occurred on the third clip. Case completed with this same device as it worked as intended for remainder of procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4).